Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved and the photographs provided suggest it is reasonable to confirm the report of difficulty removing introducer from placed stent resulting in stent breakage/damage. The introducer system was included in the returned device. A review of sent images was conducted to assist with the eval. One image shows the placed stent and the stent appears kinked in one section as reported by the customer. The other image provided shows the end of the delivery system tip to be damaged on the proximal end. During the functional and dimensional eval, it was found that the clear cap on the stent delivery system handle was loose on the y-body. The distance between the y-body and wire guide port hub measures approx 17.0cm thus confirming use of the device. The length of the outer sheath to the product tip was measured and found to be 200.5cm which is within specification. The handle was able to be manipulated and no difficulties encountered, the handle function was smooth. A functional test with the appropriate endoscope could not be undertaken due to the fact that the stent had been fully deployed. A close examination of the distal tip of the introducer system was undertaken and it was noted that the grey tip of the delivery system was damaged on the proximal end. It was also noted that the wire stylet that connects the grey tip to the handle delivery system was dented approx 0.9cm from the proximal grey tip. Due to the damage on the grey tip and the wire stylet, it is reasonable to suggest that the tip became lodged during removal of the introducer system. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to the condition of the returned product and a variety of clinical conditions, such as, pt anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use provides specific instructions on how to deploy stent properly in addition to the info listed below: prior to use visually inspect with particular attention to kinks, bends and breaks; if the wire guide cannot advance through the obstructed area, do not attempt to place the stent; the device is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so, could result in difficulty or inability to remove introducer; this stent is not intended to be removed. Attempts to remove the stent after placement may cause damage to the surrounding mucosa. This stent is considered a permanent implant; radiopaque markers on end of each stent to assist in fluoroscopic visualization of the placement of stent position; potential complications; stent migration. Precautions: this stent must be placed under fluoroscopic monitoring; resistance during stent delivery system removal can occur if the stent is placed in a severe stricture. A caution located in the device instructions for use advises the user to avert stent placement if a wire guide will not advance through the stricture. The instructions for use caution the user that assessment must be made to determine the necessity of sphincterotomy or balloon dilation prior to stent placement. Prior to distribution, all zilver biliary stent systems are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook zilver expandable metal biliary stent system for obstructive jaundice due to the bile duct cancer. The stent was deployed successfully and the implanted stent was fully expanded with no problem. However, when the physician was removing the delivery system from within the expanded stent, the end of the delivery tip was caught on the distal side of the stent. The delivery system could be finally removed from within the stent after moving the delivery system up and down several times, but the distal side of the stent was kinked as a result. After removal of the delivery system, a 5 french ercp cannula (model name unk) was inserted but it could not advance into the stent due to the kink and only 0.035" wire guide (visiglide by (B)(4)) could pass through the stent. The physician decided to take a wait-and-see approach. The following add'l info was provided: dilation was conducted inside proximal side of the stent after stent placement. Even though distal side of the stent remained kinked, drainage is performed. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.